Event description:
According to the reporter: the instrument would not fit inside a vertec trocar. The staff pressed the jaws slightly to get the device inside, the instrument then jammed and red indicator appeared. The surgery was converted into an open surgery to do the hemostasis.

Manufacturer narrative:
(B)(4).